Manufacturer narrative:
The pump was returned to be evaluated. A volumetrics accuracy test was performed three times. The volumetrics checked within specification. The reported over-infusion could not be duplicated. A review of the operation log indicates that there were 6 infusion events during the time frame specified by the customer. Theoretical volume that should have infused was 76.07ml while the actual volume infused, per the log, was 76.06ml. This result meets specifications. During the time frame, there were also 10 purges performed by the user. Those purges would account for an additional 20 ml of solution. This incident is still under investigation, pending further evaluation testing of the pump. A follow-up report will be filed when all testing is completed. All available information has been forwarded to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: reports over-infusion of heparin. Incident occurred on (B)(6) 2011 from noon to 7:00 pm in the ICU. Drug being infused: heparin (250 ml bag) -continuous therapy. A new heparin bag was hung at 12 noon. At 7pm, the device went off with an air-in-line alarm. The pump indicated that 144ccs should have been remaining, but the entire bag had infused. The pump had been running for 6-7 hours before overinfusion was discovered. Patient was a (B)(6) male (weight unknown). When overinfusion was found, facility ran pt/ptt lab results on patient which had very high result of 175. The patient was not bleeding and there were no physical indicators of injury. Six hours after overinfusion, patient's lab results were back to normal. Device has been set at 14ccs/hr. Bag should have lasted 17-18 hours. Setting was verified by two nurses at the facility. The disposables have been discarded. Additional information provided by the reporter indicated she had spoken to someone previously when reporting the incident and she has no further information to report. She reported, the patient was discharged and suffered no additional adverse sequela associated with the reported incident. No further follow-up information is available.